Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2018 with blood glucose level 696 mg/dl. The customer blood glucose level was 646 mg/dl,340 mg/dl and the current blood glucose level was 438 mg/dl. The customer was treated with intravenous insulin during hospitalization. The customer stated that the symptoms related to high blood glucose such as nausea. The customer stated that the reservoir did not stay in. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08735 inches. A test reservoir was installed and the reservoir locked into place inside the reservoir tube properly. Rewind functioned properly during testing. The insulin pump was also received with missing end cap sticker.